Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) that coded, the device failed to discharge. This is all the information available. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's clinical data. The device discharged the selected energy during this attempt. The log shows no other attempts were made. Communication with the customer confirmed the device discharged the selected energy during the event and a second charge was not attempted. The mfc receptacle was replaced as a precaution. The device was put through extensive testing which included environmental and functional testing without duplicating the reported malfunction. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.